Event description:
It was reported that boston scientific technical services (ts) was contacted regarding an event that occurred the previous day where the device delivered a burst of inappropriate anti-tachycardia pacing (atp). Ts reviewed the event and noted possible oversensing of atrial flutter on the right ventricular and shock channels or electromagnetic interference (emi). Ts also noted brady pacing was approximately thirty beats-per-minute; the patient is pacing dependent. The device and leads remain in service. No adverse patient effects were reported.